Manufacturer narrative:
Findings: pump received with missing retainer, missing reservoir tube o-ring, scratched case, serial number label faded, cracked select button keypad overlay, keypad overlay texture damage, pillowing keypad overlay, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer.

Event description:
The customer reported via phone call that the plastic ring around the cartridge opening was broken. The customer¿s blood glucose level was unknown at the time incident. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.